Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Observed rupture on the device. Observed red particles in the gel and the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported implant rupture. Device has been explanted and replaced with a non-allergan device. This relates to the right side.